Event description:
It was reported that a patient in the (B)(4) study had trouble lifting their self from a lying position. It was also reported that right atrial (ra) lead was dislodged and had varying and high threshold. It was noted on x-ray that the amount of slack in the lead may have changed. It was noted that at least 2 to 3 attempts were made to place the ra lead in the atrium due to difficult anatomy and tight access. The ra lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.